Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additionally, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment for a thoracic aortic aneurysm using two gore® tag® conformable thoracic endoprosthesis. Tgu454520j was implanted proximally, tgu454515j was implanted distally. The patient tolerated the procedure. On an unknown date in (B)(6) 2019, the ascending aorta replacement was performed. On (B)(6) 2020, an imaging showed an aneurysm enlargement (amount unknown). It appeared that the diameter of aorta of the distal end of the gore® tag® conformable thoracic endoprosthesis was dilated. It was not confirmed a distal type I endoleak from the imaging but, two gore® tag® conformable thoracic stent grafts with active control system were implanted distally. The patient tolerated the procedure.